Event description:
Customer reportedly received results of 1.1 mmol/l and 6.5 mmol/l on the compact plus system, and a result of 5.5 mmol/l on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number and expiration date unknown). (B)(4).